Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism (sleeve head). Electrical testing to determine continuity of the conductor(s) passed. Visual inspection did not note any anomalous conditions in shape or structure. Mechanical inspection revealed the helix consistently extended and retracted within eight turns. Helix, fully extended, measured .076 inches within specification. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported the screw prematurely deployed during the implant of the lead. The lead was withdrawn and the physician noted blood in helix mechanism. Consequently, the physician decided not to re-implant this lead. No patient complications have been reported as a result of this event.